Event description:
The following article was received based on a literature review: article: outcomes of femtosecond laser-assisted arcuate keratotomy in the management of keratoplasty-related astigmatism. Review completion date: 06/18/2026 rapid response team comments: a retrospective study was done to evaluate the outcome of femtosecond laser-assisted arcuate keratotomy (fsak) in treating astigmatism following keratoplasty. A total of 32 eyes from 31 patients underwent femtosecond laser-assisted arcuate keratotomy after keratoplasty. All 32 eyes were treated using the ifs femtosecond laser (johnson & johnson surgical vision). It was reported that complications included infectious keratitis at the arcuate keratotomy (ak) wound (n=1 eye) and corneal keloid (n=1 eye). There are no indications in the article of any interventions provided. Serious injury: yes. Device malfunction: unk. Interventions: unk. Off label use: no. Note: a copy of the article is attached to this report.

Manufacturer narrative:
Section a2, a3, a4, a5: unknown/ not provided. Patient identifiers were not collected or recorded and therefore are not available. Information available for section a: section a2: mean age of 35.5 ± 8.1 years (range 17¿55). Section a3: the majority of the participants were male (61.3%), section b3 - date of event: exact date not provided: date accepted: 22nd june 2025 section d4 - catalog #: a complete number is unknown, as product serial number was not provided. Section d4 - serial #: unknown/ not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI #: unknown, as product serial number was not provided. Section h3 - the laser was not returned or checked for investigation. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. Citation: majed s.a, mohammed m.a., outcomes of femtosecond laser-assisted arcuate keratotomy in the management of keratoplasty-related astigmatism. Journal of clinical medicine. 2025 14, 4526. Doi.org/10.3390/jcm14134526 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.